Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. B3: date of event is estimated. D6: date of explant is estimated.

Event description:
It was reported on 12/28/2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr). One clip was implanted, reducing mr. Roughly three years later, the patient returned to the hospital. Echocardiography showed one of the leaflets had torn, causing mr to increase. The patient underwent surgery. No additional information was provided.

Event description:
It was reported on (B)(6) 2020, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was implanted, reducing mr to a grade of 1. Roughly three years later, the patient returned to the hospital. Echocardiography showed the implanted clip had detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda), resulting in a tear of the posterior leaflet and mr increasing to a grade of 4+. For treatment, the patient underwent mitral valve replacement. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and tissue injury were unable to be determined. The reported recurrent mr was a cascading event of the reported tissue injury. The reported patient effects of mitral regurgitation and tissue injury, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. The reported surgical intervention and hospitalization were results of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6: code 2993 was removed.